Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the septum while the cartridge was being filled. Reportedly, the cartridge was filled with over 300 units. The customer reverted to manual injections. The customer's blood glucose level was 207 mg/dl.